Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between april 4, 2025 ¿ april 7, 2025. H11: the device with 70 ml of fluid in the bladder and photo sample were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A leak test was performed, and no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a small volume infusor was damaged. It was observed that the tubing was cracked while filling the device at the hospital. The device was not filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.